Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump passed the self-test and displacement test. Insulin pump powered up properly after battery installation. No missing segments or partial display noted. The insulin pump was monitored for a day and no missing segments or display anomaly noted. Set the low reservoir reminder alarm for 20 units, installed a water filled test reservoir, and primed insulin pump. Verified the test reservoir had 50 units left at the reservoir and on the display. Several boluses were programmed and delivered. The low reservoir alarm activated properly at 19.9 units left. Continued with an additional 25 unit bolus delivery and the reservoir estimate at 0 u alarm activated properly. No low reservoir or reservoir estimate at 0 u alarm anomalies noted. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for partial blank display. The customer's blood glucose was 130 mg/dl at the time of incident. Customer reported that not getting alarms before going to suspend before low. The pump will be returned for analysis.